Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, it was observed that the front panel had no rpm displayed and timer read out was frozen. The system was rebooted; however, the issue was not resolved. The procedure was completed with this same device. There were no patient complications reported and the patient's condition was fine.